Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, the stent delivery system (sds) would not cross the lesion. The 85% stenosed target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). The lesion was pre-dilated with a 2.0mm x 20mm non bsc balloon catheter. A 4.00x38mm promus element plus sds was advanced but unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination confirmed distal stent damage. The stent appeared pinched and struts were misaligned and lifted. Kinks were noted on the distal section of the stent. No issues were noted with the tip and balloon. No kinks or damage were noticed along the shaft of the device. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).